Event description:
It was reported that when passing carriage through the tyne side of the meshgraft, it does not turn; grabbing the graft and tearing it.

Manufacturer narrative:
Unit was manufactured in 1969, and has never been returned to the manufacturer for repair.